Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The top portion of the fractured screw was discarded. Also, the complaint was confirmed based on x-ray provided by the dentist. The item and lot number of the abutment screw were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the lower part of the unknown abutment screw fractured inside of the implant. The upper part of the abutment screw came out, and it was discarded by the dental hygienist. Implant was removed because the dentist was not able to retrieve the fractured screw. A new implant was placed in the same session but more posterior.